Event description:
Biomed recieved report from central supply that they recieved a pump that was turning on and off by itself and was alarming. The biomed was able to duplicate the report when plugged into a/c and when being used on battery. No report of patient use or patient incident.